Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Jacket retraction force was very high. A type I endoleak was noted, but it resolved itself.